Event description:
"Rn entered pt's room at 2040 hrs. In 2005 to assess the pt /hang IV pepcid. Morphine 50cc/50mg bag attached to the secondary port was empty. The rn disconnected the morphine and tubing to hang the pepcid and changed the secondary setting for the pepcid. (Did not look at previous secondary morphine settings). The rn realized at that time that the 50ml mso4 bag was empty and it was only hung at 1400 hrs on 2005. Only 6cc should have infused but 50 cc had infused. The pt was semi-responsive. The pt was treated on the unit and transferred to ICU at 2230 hrs. The pt was pronounced expired at 1:45 am the next day.